Event description:
The hospital reported that during an infusion to a young child of saline dextrose, there was a suspected rate change from 48ml/hr to 580 ml/hr. The mother of the child had been present in the room, but left for a brief time. Upon her return she observed the pump was operating at a higher rate than when she left. She alerted the staff. She also advised nursing staff that the child had been pressing buttons on the front panel of the pump. There were no consequences to the patient.